Manufacturer narrative:
Based on the service logs and onsite investigation by a spacelabs field service engineer, faulty communication from the du to acb was found. The issue was not reproducible; no trouble was found upon investigation; the unit passed all functional tests. The unit was returned to service without further issue. During the event clinical staff responded appropriately per their training; manual ventilation, medical gases and alarms remained operational. This investigation is considered complete, and this particular issue closed. This report is being generated at the direction of FDA because of supplemental reports received, with this manufacturer report number, and no record of an initial report.  This manufacturer report is submitted to correct a previous report, 3010157426-2014-00134, that mistakenly identified the manufacturer report number; and mistakenly identified the manufacturer by listing the manufacture¿s affiliate entity.

Event description:
Spacelabs received a report that on (B)(6) 2015 at approximately 2:00 p.m., an arkon anesthesia machine went into failed state causing a continuous alarm during a surgical case. The customer rebooted which removed the fault. There was no reported injury as a result of this event.